Event description:
Caller reported a pump malfunction, but there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any future malfunctions occur, and acknowledged the guidance provided.